Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Insight rapid cannula broken off under the skin during removal. Metal of cannula remained in right buttock. Patient was taken to hospital, x-ray was performed, confirmed metal cannula remained in the patient's body. No information provided regarding removal of the broken cannula. No adverse event reported. Device not available for return.